Event description:
A caller reported the inserter did not fire when applying the adc freestyle libre sensor. On (B)(6) 2021, as a result, the customer experienced unspecified symptoms of hypoglycemia and had a loss of consciousness. The customer regained consciousness and self-treated with sugar. No third-party medical treatment was provided. No further information was provided. There was no report of death or permanent injury.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Performed a visual inspection on the returned sensor and no issues were observed. The sensor plug was properly seated, and no failure modes were observed upon visual inspection of the sensor plug. The sensor applicator and sensor pack was not returned, therefore adc is unable to further test the returned product. As submitted in the initial report for this issue, the dhrs (device history review) for the freestyle libre sensor kit was reviewed and the dhrs showed freestyle libre sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor kits were reviewed and the dhrs showed the libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported the inserter did not fire when applying the adc freestyle libre sensor. On (B)(6) 2021, as a result, the customer experienced unspecified symptoms of hypoglycemia and had a loss of consciousness. The customer regained consciousness and self-treated with sugar. No third-party medical treatment was provided. No further information was provided. There was no report of death or permanent injury.